Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of perforation is listed in the hi-torque guide wires instructions for use (IFU) as a potential adverse event associated with use of this device. The investigation determined the reported/noted damages appear to be related to circumstances of the procedure. The reported difficulties possibly caused/contributed to the reported patient effects however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, it was confirmed that no peeled coating was left inside the patient. The broken piece of wire was retrieved surgically. There was no reported resistance during advancement of the guide wire to the lesion, nor during retraction. However, it was stated that there was resistance felt when the non-compliant balloon was being delivered for post dilatation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified coronary artery. During use of a whisper guide wire, the core snapped leaving a significant length of guide wire in the patient's artery with an exposed sharp metallic end. The breakage occurred in a vessel with an acute bend while attempting to pass a non-compliant balloon around the bend, multiple times. The whisper guide wire was attempted to be removed percutaneously; however, this was unsuccessful. Overnight, the patient suffered from a pericardial effusion and probable tamponade. The cause of this could have been due to a perforation from the retained guide wire. The effusion was initially attempted to be treated with a pericardiocentesis; however, the drain was not placed successfully. The patient underwent a further angiogram to see if removal was possible percutaneously; however, this was not possible. The patient was sent to surgery and the guide wire was removed surgically as it was protruding through the left main stem. A saphenous vein graft was also placed in the circumflex artery. The patient recovered well and went home on (B)(6) 2019. No additional information was provided.